Manufacturer narrative:
High frequency burns are a known side effect of MRI examinations. However, burns of this severity are unusual. It is suspected that the cable of the receiving coil or the cable of the emergency call button came in direct contact with the patient causing burns due to the high frequency loop. The instruction manual prohibits contact between the patient and cables. A supplemental report will be submitted pending investigation results.

Event description:
On(B)(6) 2023, fujifilm healthcare corporation became aware of an event that occurred outside of the united states involving echelon MRI imaging system. It was reported that during a scan of the shoulder, a patient experienced third-degree burns to the opposite, healthy shoulder and required surgery. There is no death reported with the event.

Manufacturer narrative:
On may 31, 2023, fujifilm healthcare corporation concluded their root cause investigation on the echelon MRI imaging system. Upon inspection, it was found that the coating on the receiver coil appeared to be peeled off and the cable shield/material parts were exposed. The facility repaired the damaged part of the receiver coil with vinyl tape. The ifus prohibit the use of vinyl tape on the cable for such damage. The cable made direct contact with the patient generating a heat-induced current, which is a known phenomenon that occurs with MRI systems. The patient could not find the emergency button to alert the technician of the abnormality during the examination which is believed to have caused an increased severity of burns. There were no issues found with the MRI system, and the results of the heat generation test met safe temperature standards. Therefore, the root cause is determined to be an error in usage. The site was instructed to follow the ifus and related guidelines for proper placement of the patient during imaging scans and appropriate repair techniques for damaged cables to prevent similar injuries from occurring.